Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the continuous cycling peritoneal dialysis (ccpd) therapy with the liberty cycler and the exit site hernia. There is no documentation that shows a causal relationship between the hernia and the liberty cycler. It is unknown if the patient had a history of hernia. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with an exit site hernia in (B)(6) 2017. The exact date of the event is unknown. No signs or symptoms have been reported. The patient¿s doctors are monitoring him, and the patient still needs to meet with the surgeon to determine treatment. The patient currently is continuing pd therapy with the cycler with no reported issues.